Manufacturer narrative:
This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, patient underwent an open reduction internal fixation (orif) surgery for the distal humeral fracture with an unknown plate and a variable angle (va) locking screw. During the insertion of the distal screw on the radial side, the variable angle (va) locking screw could not be locked. The surgeon re-drilled and inserted the screw again, but the screw could not be locked. Attempted another screw with the same size but still unsuccessful. This second screw was successfully implanted in another screw hole. The surgeon decided not to insert the screw on the first screw hole and instead inserted it in other screw hole to complete the surgery. There was no adverse consequence to the patient. It is unknown if there was a surgical delay. Patient status was unknown. Concomitant device: drill (part unknown, lot unknown, quantity 1), locking screw (part unknown, lot unknown, quantity unknown). This report is for one (1) unknown plate. This is report 2 of 3 for (B)(4).